Event description:
The pt stated that her blood glucose levels have been elevated for the past 6 months in the 200-300 mg/dl range and she feels her infusion device may be delivering insulin incorrectly. She stated her normal blood glucose range is 100-175 mg/dl. She stated that she feels "a little warm" when her blood glucose is high. She stated that her blood glucose is "getting better" but she feels uncomfortable with this infusion device at this point. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for eval.